Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. On an unreported date, the patient was treated with injection of fortum, 1 gram in each bag (frequency and duration not reported) for peritonitis. At the time of this report the outcome of this peritonitis event was unknown. Dianeal 2.5% was ongoing, action with dianeal 1.5% and extraneal was not reported. Additional information was unable to be obtained. No additional information is available.